Event description:
Caller states she tested 1.5 inr on the coaguchek xs system, 1.9 on an unknown professional coaguchek xs system and 2.4 inr on a comparison lab. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch report is for the coaguchek xs suspect device system used by the patient. No information was provided on the unknown professional coaguchek xs system used.